Event description:
Patient had a rash on her skin where the previous sq remodulin site was after 4 days so changed to new site today. This morning noticed that the site was leaking. Remodulin and she was having some shortness of breath and weakness. Her new site is now alarming blockage detected. Her site had aslo skin irritation so she is using a new dressing. No further details provided. Remodulin dose:30 ng/kg/ min subcutaneous. Continuous. Lot number: 2101981. Expiration date: 11/30/2022. Indication: primary pulmonary arterial hypertension.

Manufacturer narrative:
Corrected data: product information was updated.